Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
The rptr, the pt's mother, reported that on (B)(6) 2011, the pump self-rebooted. The pt also noted that on an unspecified date, the basal rate was incorrect at 0.150 units/hour instead of 0.225 units per hour. On these dates, the pt did not experience any symptoms of high or low blood glucose levels, the pt had no blood glucose level excursions and did not seek any medical attention. Troubleshooting revealed the pump's date/time was correct, the pump settings were correct, the pt had correctly replaced the battery and cap, the cap was secure and there was no damage to the battery cap or compartment. There was no adverse event associated with this issue.